Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Pharmacist reported a capsular contracture (baker grade unknown) and fluid effusion, yellowing of the device observed at the explant. The device is not ruptured. The device has been removed. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, device appearance (observed yellowing of the device it looks like wear), black particles in the surface of the shell and weight within specifications. Regarding the yellow color of the device, we do not consider it a defect since the device was explanted. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Pharmacist reported a capsular contracture (baker grade unknown) and fluid effusion, yellowing of the device observed at the explant. The device is not ruptured. The device has been removed. This record relates to the right side.